Manufacturer narrative:
(B)(4) per DHR the product visistat 35r 6/box lot # 73g1900051 was manufactured on 07/01/2019 a total of 15,000 pieces. Lot was released on 07/22/2019. DHR investigation did not show issues related to complaint. The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned sample revealed that the device appears used as there was biological material observed. The stapler was returned with the pawl spun out of position. The staples appeared properly aligned in the cover block. The stapler was returned with 10 staples left in the cover block indicating that at least 25 staples were fired by the end user. In order to functionally inspect the device, the pawl was manually reset into its correct position. An attempt was made to fire staples by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple was able to properly form and release. These actions were repeated for the next 4 staples with the same result. To simulate insertion into the skin, the stapler was fired into a foam skin pad. All 5 remaining staples were able to properly fire and close into the foam skin pad. The pawl being spun out of position could have prevented the stapler from firing properly. No other defects or anomalies were observed. Therefore, the root cause of this complaint is the pawl being spun out of position. It could not be determined exactly how or when the pawl got out of position. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the pawl to spin out of position. After the pawl was put back in its correct position, the stapler was able to function with no issues. All staplers are 100% inspected at manufacturing for firing at the time of assembly so it is unlikely that the pawl was out of position when it left the manufacturing site. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The stapler was returned with the pawl spun out of position which could prevent the staples from firing properly. The pawl was manually reset into the correct position and all of the remaining staples were fired with no difficulty. It could not be determined exactly how or when the pawl got out of position. All staplers are 100% inspected at manufacturing for firing at the time of assembly so it is unlikely that the pawl was out of position when it left the manufacturing site. Since it could not be determined when the pawl got spun out of position, the root cause of this complaint issue is undetermined. Teleflex will continue to monitor and trend on this issue.

Event description:
Staple is jamming.

Manufacturer narrative:
Qn#: (B)(4). The device history review for the product visistat 35r 6/box lot# 73g1900051 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Staple is jamming.